Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Under-insertion of the lead terminal pin into the device header is suspected to be the cause of the out-of-range impedances values observed during the implant procedure, but this could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system, and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was an attempted implant as there was difficulties getting the right ventricular (rv) lead into the header and was getting high out-of-range (oor) pacing impedances measuring greater than 3,000 ohms. They tried taking the lead out and putting it back in and were getting the same observations. Impedances were tested with the pacing system analyzer (psa) and measurements were normal. Mineral oil was used and was still getting oor pacing impedances. Subsequently, the old device was removed, and a new pulse generator was used, and they experienced the same problems. Mineral oil was used and then the lead went in fine. Impedances were also within range. The attempted device will be returned for product analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was an attempted implant as there was difficulties getting the right ventricular (rv) lead into the header and was getting high out-of-range (oor) pacing impedances measuring greater than 3,000 ohms. They tried taking the lead out and putting it back in and were getting the same observations. Impedances were tested with the pacing system analyzer (psa) and measurements were normal. Mineral oil was used and was still getting oor pacing impedances. Subsequently, the old device was removed, and a new pulse generator was used, and they experienced the same problems. Mineral oil was used and then the lead went in fine. Impedances were also within range. The attempted device will be returned for product analysis. No additional adverse patient effects were reported.